Manufacturer narrative:
Product was received by manufacturer, but investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as follows: doctor (B)(6) slightly closed the jaw of the ae5 to pass through the trocar. Then before reaching the surgical site (cystic duct on patient side), he continued to press on the handle until the clip was fully loaded, opened, and locked in place in the jaw of the instrument. He placed the clip completely around the cystic duct. He pressed the handle to fire the clip. The jaw fully closed on the cystic duct and didn't reopen. He let go of the handle waiting for it to release. The handle didn't release. He pressed on the handle again. At this point, a loud crack was heard. He released the handle and the instrument remained closed and stuck on the cystic duct. He then proceeded to fire the ligaclip distally to the ae5 instrument. After about 10 minutes, he noticed that the jaw of the ae5 instrument slightly opened. He then proceeded to remove the ae5 off the cystic duct, by moving it side to side and out of the patient. He was able to continue the procedure with the ligaclip and finish the procedure without any injury occurring to the patient.